Event description:
When I get ready to take my plate out it pains and bleed so bad they would swell so bad. I can't explain how the pain would be. Dose or amount: 3 - to 4 times. Dates of use: 1999 - 2007. Diagnosis or reason for use: my gums hurt.